Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was backflow through an unspecified primary set. The reporter stated that rituximab backflowed from the secondary set into the primary 1 liter bag of normal saline. The primary set was reported to be lowered on two hooks. There was no patient injury or medical intervention associated with this event. No additional information is available.